Event description:
It is reported that the head broke upon impaction.

Manufacturer narrative:
Eval: as returned, two pegs have fractured off the head seater cup, which has a potential field age of over 3.5 years. The exact usage of the device is unk. Some factors that may have contributed to the failure are misuse, exposure to harsh chemicals during cleaning or material fatigue caused by the usage of the device. The design of this device was modified in 2007 to mitigate this type of failure. Device history records indicate all components were manufactured and inspected to specification.